Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: right sided rupture and collection of fluid and bilateral exchange from textured to smooth due to product concern.

Event description:
Patient reported "right sided rupture and collection of fluid and bilateral exchange from textured to smooth due to product concern." Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: seroma-late: unable to observe since it is a medical event and is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety¿product/procedure: unable to observe since it is a medical event and is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, g1, h6.

Event description:
Patient reported "right sided rupture and collection of fluid and bilateral exchange from textured to smooth due to product concern." Device remains implanted.